Event description:
It was reported that following a distal catheter revision two weeks ago (see MFR's report #3004209178201002274), the pt presented with fluid in his wound and swelling at the lumbar site. The hcp aspirated 70ml of fluid and applied an abdominal binder. The fluid was tested for csf and results showed that it was serous fluid. It was noted that the pt had experienced a headache, but also had the flu. A therapeutic bolus was given and the pt reported a response to the bolus. Pressure dressings had been applied, but the pt continued to have increased swelling or reaccumulation of fluid. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).